Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that an intermittent loss of capture greater than 2 seconds was noted on this rv lead at times with syncope. Lead was tested and programmed unipolar pacing.